Event description:
It was reported that the device was used during an unk procedure. The tissue pad came loose but did not fall into the pt. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/20/08. Info anticipated, but unavailable at this time.